Event description:
It was reported that a pump had partially closed slide clamp, did not alarm, continued to run, but did not infuse. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. If the device is identified and returned to the future, a supplemental report will be submitted.